Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal compounded baclofen 120 mcg/ml (dose 74 mcg/day), fentanyl 5000 mcg/ml (dose 3100 mcg/day), bupivacaine 13.9 mg/ml (dose 8.6 mg/day), prialt 5.2 mcg/ml (dose 3.2 mcg/day), and dilaudid 4.4 mg/ml (dose 2.7 mg/day) via an implanted pump. The baclofen lot number was unknown. Indications for use were listed as non-malignant pain. On initial interrogation a motor stall was seen. It was unknown if the patient recently had a MRI. The motor stall occurred on (B)(6) 2016 and had not recovered to date. The patient had been hearing the pump alarm since last night ((B)(6) 2016). The patient experienced increased pain that began on (B)(6) 2016. They were supplementing the patient with another form of medication (not reported). The hcp was inquiring about silencing the pump alarm. They were planning on replacing the pump on (B)(6) 2016. On (B)(6) 2016 additional information was received from a company representative (rep) indicated the hcp had silenced the alarm, but the patient reported on (B)(6) 2016 that the alarms were going off again. The hcp would like to "kill" the pump and t he pump off password was provided. The pump would be replaced, but it would not likely happen this week. On (B)(6) 2016 it was reported that the pump was replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016 the pump was replaced and not on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.